Event description:
I had an artificial disc replacement done during research when I was 20 years old. I was on top of the world, when I injured my back. I was going to college to be a registered nurse. I took a semester off to pay off some bills and my plan was to go back to school the following fall semester. I was living in an apt with two great friends. Living in a city that I love! Working at a job that encouraged their employees to go to college and would work around your college schedule for your works hrs. I don't think that my life could have been any better! I'm sure for you to know how this has affected my life, you have to know little about me. I have a very outgoing personality. No one could tell me that I couldn't do something because I'd do it anyway and do it better than most. My health was very important to me. I went to the gym on a regular basis until my back injury and loved every minute of it! One job that I had allowed me to run three miles on my lunch break and I went straight to the gym when I got off work. I enjoyed any physical exercise! I loved to hike, swim, dance, play volleyball, run, walk, play tennis, clean houses and renovate homes and anything else you would think of. There was no better feeling than to push my body to its limit. I enjoyed doing what most would consider a man's job. I feel there is nothing more rewarding than a hard day labor. I was on the go all the time. I always kept my life busy. I had lot of friends and attended lots of social events I was really into style, always wore up to date clothes and high-heeled shoes. I kept myself manicured with the latest a haircut, color, manicures, pedicures and had a year long tan! I traveled all the time. I also had a wonderful man that wanted to spend the rest of his life with me, until...I injured my back. I had one minor back surgery that didn't work. I went to numerous physicians following that and no one would touch me because I was only twenty. I was told to wait five years and try to get an artificial disc replacement. That's when I found that the institute was doing a study on the artificial disc. They considered me one of the lucky one's for receiving the sb charite iii, but I feel that it has ruined my life! I had to have two fusions after receiving the disc and neither one took. I am not fused in my back at this time and there is no point in trying it again because I've used my bone and cadaver bone and neither one of them worked. There is no salvage job that can be done at this point. I've been told that the placement of the disc is completely wrong and that when I bend my vertebrae grind together. I can't get it removed and I can't fix it. I am stuck with it for life. I lost my job, my apt, and I had to move back into my parent's house. I am now on permanent disability. I have to sleep in a hosp bed to get comfortable because of the relentless pain. I have to park in handicap parking spots anytime I go anywhere. If I go to a mall or medical center I normally use my wheelchair. My mother drives me to all my dr's appointments as well as pretty much everywhere else I go. I am in agonizing pain all day, everyday. The pain is relentless and never goes away, not even for a minute. I have to take a very large amount of pain medication just to be comfortable enough to lie in bed all day. That is why my life now consists of, lying in bed and going to dr appt's so I am able to get medication refills that just take the edge off the pain. Oh, and the wonderful man that want to spend the rest of life with me...he said he couldn't afford me and my medical costs. I lost my freedom, my independence and my ability to go to college or work and the choice to have a child. I've been told that there is nothing we can do to fix my back until I have children, or decide not to have children. Although, I can't have children while on this amount of medication. This is a very unfair choice to have to make! I can give up my hopes forever being a mother, which is all I've ever wanted in the big picture! Just to take the chance that another surgery my work. It doesn't seem logical, I haven't had good luck this far. My life as I knew it was lost because of an artificial disc. I can't wear elastic because it makes my back pain worse, which means I can't not wear panties or a bra. I can't sit long enough to get my hair done in a timely manner. I can't lie in a tanning bed because I can't straighten out my legs due to severe pain. I can't travel. I have to bathe and dry my hair on different days because it's too much pain to do in one day. I don't bathe as often as I'd like because it's too painful and it takes every bit of what energy I have, out of me. It is sad what my life has become. I can only hope that no one else has to go through as much pain and agony as I have!.